Event description:
Patient was diagnosed with heparin induced thrombocytopenia. PICC line was placed in 2001 via the right arm. Patient's elbow became swollen. An ultrasound two days later was negative. Five days after this, another ultrasound was positive for deep vein thrombosis.